Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. It was noted the pacing impedance trend appears chronically low. The rv lead remains in use. No patient complications have been reported as a result of this event.